Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("essure devices had migrated to the pelvis / migration of essure device location of device: pelvis in the midline projecting over the sacrum / perforation (fallopian tube(s))") and device breakage ("device breakage") in a 36-year-old female patient who had essure (batch no. 782773) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device deployment issue "device only partially deployed" on (B)(6) 2012. The patient's previously administered products included for an unreported indication: birth control pill from 2007 to 2012. Past adverse reactions to the above products included contraception with birth control pill. Concurrent conditions included multigravida and parity 3 ((B)(6)1998, (B)(6)2004, (B)(6) 2017). On (B)(6) 2012, the patient had essure inserted. On the same day, the patient experienced device breakage (seriousness criterion medically significant) and dysmenorrhoea ("abnormally severe menstrual pain / dysmenorrhea (cramping)"). On (B)(6) 2017, the patient experienced fallopian tube perforation (seriousness criterion medically significant) with pelvic pain. On an unknown date, the patient experienced menorrhagia ("abnormally severe menstrual bleeding / excessive bleeding") and adnexa uteri pain ("fallopian tube pain"). Essure treatment was not changed. At the time of the report, the fallopian tube perforation, dysmenorrhoea and menorrhagia had not resolved and the device breakage and adnexa uteri pain outcome was unknown. The reporter considered adnexa uteri pain, device breakage, dysmenorrhoea, fallopian tube perforation and menorrhagia to be related to essure. The reporter commented: plaintiff is currently investigating removal options, as she has not yet been able to undergo surgery to remove the essure micro-inserts. Consequently, plaintiff continues to suffer from the symptoms outlined above. As per medical records essure advanced and placed but during placement essure partially deployed. Attempted placement of another insert around the first but was unsuccessful. Patient uncomfortable at this point, grasper used to remove as much of the implant as could safely be seen, procedure terminated. Diagnostic results (normal ranges are provided in parenthesis if available): x-ray - on (B)(6) 2012: unilateral occlusion (right tube occluded), cont ((B)(6) 2012) migration of essure device and other (please describe) metallic wire located in the area of the pelvis in the midline projecting over the sacrum. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-sep-2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('essure devices had migrated to the pelvis / migration of essure device location of device: pelvis in the midline projecting over the sacrum / perforation (fallopian tube(s))') and device breakage ('device breakage') in a 36-year-old female patient who had essure (batch no. 782773) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device deployment issue "device only partially deployed" on (B)(6) 2012. The patient's previously administered products included for an unreported indication: birth control pill from 2007 to 2012. Past adverse reactions to the above products included contraception with birth control pill. Concurrent conditions included multigravida and parity 3 ((B)(6) 1998, (B)(6) 2004, (B)(6) 2017). On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced device breakage (seriousness criterion medically significant) and dysmenorrhoea ("abnormally severe menstrual pain / dysmenorrhea (cramping)"). On (B)(6) 2017, the patient experienced fallopian tube perforation (seriousness criterion medically significant) with pelvic pain. On an unknown date, the patient experienced heavy menstrual bleeding ("abnormally severe menstrual bleeding / excessive bleeding") and adnexa uteri pain ("fallopian tube pain"). Essure treatment was not changed. At the time of the report, the fallopian tube perforation, dysmenorrhoea and heavy menstrual bleeding had not resolved and the device breakage and adnexa uteri pain outcome was unknown. The reporter considered adnexa uteri pain, device breakage, dysmenorrhoea, fallopian tube perforation and heavy menstrual bleeding to be related to essure. The reporter commented: plaintiff is currently investigating removal options, as she has not yet been able to undergo surgery to remove the essure micro-inserts. Consequently, plaintiff continues to suffer from the symptoms outlined above. As per medical records essure advanced and placed but during placement essure partially deployed. Attempted placement of another insert around the first but was unsuccessful. Patient uncomfortable at this point, grasper used to remove as much of the implant as could safely be seen, procedure terminated. Diagnostic results (normal ranges are provided in parenthesis if available): x-ray - on (B)(6) 2012: results: unilateral occlusion (right tube occluded). Diagnostic results: cont ((B)(6) 2012) migration of essure device and other (please describe) metallic wire located in the area of the pélvis in the midline projecting over the sacrum. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-apr-2021: real fu was received and there was no significant change in the medical context of case. Reporter added from medical records. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('essure devices had migrated to the pelvis / migration of essure device location of device: pelvis in the midline projecting over the sacrum / perforation (fallopian tube(s))') and device breakage ('device breakage') in a 36-year-old female patient who had essure (batch no. 782773) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device deployment issue "device only partially deployed" on (B)(6) 2012. The patient's previously administered products included for an unreported indication: birth control pill from 2007 to 2012. Past adverse reactions to the above products included contraception with birth control pill. Concurrent conditions included multigravida and parity 3 (B)(6) 1998, (B)(6) 2004, (B)(6) 2017). On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced device breakage (seriousness criterion medically significant) and dysmenorrhoea ("abnormally severe menstrual pain / dysmenorrhea (cramping)"). On (B)(6) 2017, the patient experienced fallopian tube perforation (seriousness criterion medically significant) with pelvic pain. On an unknown date, the patient experienced heavy menstrual bleeding ("abnormally severe menstrual bleeding / excessive bleeding") and adnexa uteri pain ("fallopian tube pain"). Essure treatment was not changed. At the time of the report, the fallopian tube perforation, dysmenorrhoea and heavy menstrual bleeding had not resolved and the device breakage and adnexa uteri pain outcome was unknown. The reporter considered adnexa uteri pain, device breakage, dysmenorrhoea, fallopian tube perforation and heavy menstrual bleeding to be related to essure. The reporter commented: plaintiff is currently investigating removal options, as she has not yet been able to undergo surgery to remove the essure micro-inserts. Consequently, plaintiff continues to suffer from the symptoms outlined above. As per medical records essure advanced and placed but during placement essure partially deployed. Attempted placement of another insert around the first but was unsuccessful. Patient uncomfortable at this point, grasper used to remove as much of the implant as could safely be seen, procedure terminated. Diagnostic results (normal ranges are provided in parenthesis if available): x-ray - on (B)(6) 2012: results: unilateral occlusion (right tube occluded),. Diagnostic results: cont ((B)(6) 2012) migration of essure device and other (please describe) metallic wire located in the area of the pélvis in the midline projecting over the sacrum. Lot number: 782773 manufacture date: 2010/09 expiration date: 2013/09 quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2021: quality safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
"Ntaneous" case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("essure devices had migrated to the pelvis / migration of essure device location of device: pelvis in the midline projecting over the sacrum / perforation (fallopian tube(s))") and device breakage ("device breakage") in a (B)(6) female patient who had essure (batch no. 782773) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device deployment issue "device only partially deployed" on (B)(6) 2012. The patient's previously administered products included for an unreported indication: birth control pill from 2007 to 2012. Past adverse reactions to the above products included contraception with birth control pill. Concurrent conditions included multigravida and parity 3 ((B)(6) 1998, (B)(6) 2004, (B)(6) 2017). On (B)(6) 2012, the patient had essure inserted. On the same day, the patient experienced device breakage (seriousness criterion medically significant) and dysmenorrhoea ("abnormally severe menstrual pain / dysmenorrhea (cramping)"). On (B)(6) 2017, the patient experienced fallopian tube perforation (seriousness criterion medically significant) with pelvic pain. On an unknown date, the patient experienced menorrhagia ("abnormally severe menstrual bleeding / excessive bleeding") and adnexa uteri pain ("fallopian tube pain"). Essure treatment was not changed. At the time of the report, the fallopian tube perforation, dysmenorrhoea and menorrhagia had not resolved and the device breakage and adnexa uteri pain outcome was unknown. The reporter considered adnexa uteri pain, device breakage, dysmenorrhoea, fallopian tube perforation and menorrhagia to be related to essure. The reporter commented: plaintiff is currently investigating removal options, as she has not yet been able to undergo surgery to remove the essure micro-inserts. Consequently, plaintiff continues to suffer from the symptoms outlined above. As per medical records essure advanced and placed but during placement essure partially deployed. Attempted placement of another insert around the first but was unsuccessful. Patient uncomfortable at this point, grasper used to remove as much of the implant as could safely be seen, procedure terminated. Diagnostic results (normal ranges are provided in parenthesis if available): x-ray - on (B)(6) 2012: unilateral occlusion (right tube occluded), cont ((B)(6) 2012) migration of essure device and other (please describe) metallic wire located in the area of the pélvis in the midline projecting over the sacrum . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-sep-2018: plaintiff fact sheet received. Events added from pfs- device breakage, device only partially deployed. Previous event device dislocation updated to perforation (fallopian tube). Concomitant disease, historical drug were added. Onset date of event dysmenorrhoea were update. Incident. At the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.